Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had uncontrollable tremors in their hand and waist area. This was just noticed about a half an hour prior. They tried to decrease stimulation. The patient contacted the healthcare provider (hcp). The patient status was unknown. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.